Event description:
The customer stated that the insulin pump had a blank display. Troubleshooting was performed and the display remained blank. However, the customer stated that the backlight turned on when pressing the down arrow. The reported blood glucose reading was 187 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display. The problem was isolated to the liquid crystal display board.